Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device and the device hub. During visual inspection, the catheter shaft was kinked 34cm from the proximal of the hub. The catheter tip was intact. The catheter hub was intact. There was no visible delamination in the hub. During functional inspection, the catheter could not be flushed initially then a demo guidewire was attempted to be inserted into the catheter. The guidewire would only advance 4.8cm into the catheter. The 0.0158" patency mandrel was inserted distally and would advance 94.5cm from the tip. The catheter shaft was cut at 5.3cm, the patency mandrel was inserted and advanced with force, and what appeared to be ptfe (polytetrafluoroethylene) inner lining exited the shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the catheter was flushed to facilitate the guidewire insertion. A micro guidewire could not be advanced in the subject microcatheter due to resistance in the shaft. The subject microcatheter was replaced with a new one. The guidewire was used the same one. The catheter shaft was kinked/bent. The catheter could not be flushed initially then a demo guidewire was attempted to be inserted into the catheter. The guidewire would only advance 4.8cm into the catheter. The 0.0158" patency mandrel was inserted distally and would advance 94.5cm from the tip. The catheter shaft was cut at 5.3cm, the patency mandrel was inserted and advanced with force, what appeared to be ptfe inner lining exited the shaft. The catheter shaft may have been damaged due to handling of the catheter during unpacking or during preparation. The catheter ptfe may have been damaged when friction was encountered during the procedure. The as reported event of catheter difficulty advancing guidewire as well as the analyzed events of catheter shaft kinked/bent, device difficult to flush, catheter shaft blocked/occluded, catheter, difficulty advancing guidewire and catheter ptfe inner lining peeling will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The catheter (subject device) was returned for analysis and was examined. During device investigation and analysis, it was discovered that the catheter (subject device) ptfe inner lining was identified in the shaft. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.